Event description:
Additional information was received that this ICD and rv lead exhibited noise and oversensing resulting in an inappropriate shock. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) displayed possible high out-of-range (oor) shock lead impedance (sli) for the right ventricular (rv) lead. The physician wanted to change out device at lead replacement. Attempts to obtain additional information was unsuccessful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.